Manufacturer narrative:
(B)(4). Account has not released device for analysis additional information requested and the following response received on (B)(6) 2011: incident was reported to have occurred on second firing. Blue was selected as staple height on the ntlc staple height selector. The device cut and staples were deployed. Surgeons reported malformed staples at the distal end of the device (did not fully form). A (B)(4) was used to complete the case (surgeon re-stapled the distal end of bowel and removed the malformed staple line). The surgeon indicated that there were no unusual noises upon firing. No patient consequence was reported by the surgeon. The device sent to the hospital's risk management department and has not yet been released to ees. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4)

Event description:
.

Event description:
It was reported that during a hartman resection with colostomy procedure, the device was fired and the staples did not form correctly. Unknown how the case was completed. There was no patient consequence.